Manufacturer narrative:
(B)(4). Approximate age of device ¿ 50 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) greater than 900 u/l. Patient¿s baseline was in the 300''s u/l. A ramp echocardiogram on (B)(6) 2018 revealed adequate left ventricle decompression at an lvad speed of 10,600 rpm and the aortic valve closed completely at 9800 rpm. Reportedly, the patient¿s clinical presentation showed signs and symptoms of possible thrombus. The patient was treated with high dose IV heparin. On (B)(6) 2018 the patient underwent a pump exchange.